Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: fluid collection. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left-side "fluid collection in the nipple area adjacent to the implant." Device remains implanted.

Manufacturer narrative:
In response to FDA report number: mw5088691 the event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the returned device identified: deformation, fold yellow particles. And was observed after autoclave cycle: bubbles in gel, cloudy gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician.

Event description:
A patient reported via a regulatory agency that their ¿breast were inflamed and became healed and red¿ and ¿got really sick for a week. Coughing, fever and breast kept getting bigger". The device has been explanted.